Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported via phone call that they received a button error alarm. Customer states that their buttons are not working. The blood glucose reading is 341 mg/dl. The insulin pump will be replaced.